Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) had the registered nurse (rn) check the patient line. The rn stated that there was air in the patient line. The tsr had the rn close the transfer set and cycle the power. The drain volume (dv) was equal to 50ml. The tsr had the rn press the down arrow to end therapy and press enter. The tsr helped the rn end therapy and instructed the rn to start over with all new supplies. The tsr explained the importance of inspecting the patient line for air before connecting the patient to the line. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the rn. The rn stated they mixed up the connections and the machine did not prime all way resulting in air going into the setup. The rn state they started over with new supplies and everything was then fine. The rn stated there was no injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was confirmed because the registered nurse stated that there was air in the patient line. The cause was air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.